Event description:
Lower abdominal pain, heavy bleeding with large blood clots golf ball size and larger. Headaches feeling of exhaustion blisters on feet complete body aching in joints a lot bloating increased depression, irritability. Swelling sharp shooting pains in the vaginal area painful when having sex. (B)(4) update on (B)(6) 2014: I still have no energy always irritable. I had a dnc endometrial ablation and cervical biopsy in (B)(6) 2013 bleeding hasn't stopped, it did slow down but it increasingly getting heavy again. Depression is getting worse and absolutely no sexual interest.